Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home with his wife and son present when the device started to alarm. Review of the patient's ECG recordings show that the patient went into ventricular tachycardia (vt) at 150 bpm with motion artifact at 3:19:17 pm. At 3:21:48, the patient's rhythm had degraded to ventricular fibrillation (vf) with variable amplitudes. The response buttons were pressed at 3:21:48. It is unknown who was pressing the response buttons at this time. The response button use, variable amplitudes, and motion artifact prevented the patient from being treated from 3:19:17 to 3:21:48. At 3:24:10, the patient received an appropriate treatment during vf. The patient's post-shock rhythm was asystole for 16 seconds with spontaneous return of circulation at 20 bpm. The patient remained in bradycardia at 20 bpm until the electrode belt was disconnected at 3:32:21 pm. There is no indication that a device malfunction caused or contributed to the patient's death. The patient's equipment was returned and found to be fully functional. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Reporting this patient death due to the post-shock asystole within 24 hours of the patient's passing.